Event description:
It was reported that during the implant procedure, it was difficult to insert the atrial lead into the connector header of the pulse generator. Eventually, the lead was inserted and the device was implanted successfully. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).